Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure with a 5f sheath. Reportedly, the device was unable to be inserted onto the guide wire. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: a new guide wire was used and was successfully inserted onto the device, but resistance was felt during advancement. No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported difficult to insert and advance the device over a guide wire were not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficulty inserting and advancing the device over a guide wire include, but are not limited to, damage to the guide wire or patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.